Event description:
It was reported that on the date of implant, this product was part of a system revision due to infection. This pacemaker was explanted. Available information does not indicate a new system was implanted at this time. There were no additional adverse effects reported. The product is in hospital possession.

Manufacturer narrative:
This report is being filed to correct fields: b5: describe event or problem and d6a: implant date.

Event description:
It was reported that this product was part of a system revision due to infection. This pacemaker was explanted. Available information does not indicate a new system was implanted at this time. There were no additional adverse effects reported. The product is in hospital possession.